Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the available information a conclusive cause for the reported mitral stenosis cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is filed for mitral stenosis. It was reported that on (B)(6) 2018 two mitraclips were implanted without a reported issue. The mr was reduced from moderate to mild. On (B)(6) 2018, the mr was mild-moderate and moderately reduced left ventricular function (lvf) was observed. The mitral mean gradient pressure was noted at 7mmhg. On (B)(6) 2018, pre-existing atrial fibrillation was observed during a follow-up. On (B)(6) 2019, another follow-up echocardiogram was performed. The mr was mild and mean gradient pressure was 6mmhg. Per physician, the reduced lvf and atrial fibrillation were unrelated to the mitraclip device. The clips remained stable and well seated, there was no device malfunction, and no device related tissue injury. No additional information was provided regarding this issue.